Event description:
After placement of an endotracheal tube into pt, cuff was inflated and leak was noted in inflation balloon. Under normal circumstances, the ett would have been tested prior to use, however, tube was inserted during an emergency procedure and step was overlooked. A tube exchanger was then used to swap the 7.5 ett, thus resulting in a secured airway. There was no pt problem or incident.